Event description:
The user reported an intermittent ECG singal. There was no pt harm involved. The unit was completely tested, and operated for 72 hours, but the problem could not be duplicated. When told of this, the user stated that they had 3 more units with a similar problem. The other 3 units have not been returned to the MFR. On the chance that they might have a damaged pt cable that moved from unit to unit, 4 new pt cables and 20 sets of electrodes were returned to the customer with the unit. The event is not occurring more frequently or with greater severity than is usual for the device.